Manufacturer narrative:
Device passed a21 error test and displacement test. No unexpected a21 alarm or reset time/date anomaly after change battery noted during testing.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart, a cold reset was performed alarm. Customer's blood glucose value was 199 mg/dl at the time of the incident. Customer reports they were able to clear the alarm. Customer reported insulin pump did require rewind. Customer able to complete rewind. Customer stated that the alarm did not occur shortly after inserting a new battery. Customer also reported that the alarm is recurring during normal insulin pump use. The device will be returned for analysis.